Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that the customer refused repair. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips the device had a system error electric shock device failure. There was no patient involvement.